Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other : na.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 18 mg/dl and 92 mg/dl, 22 mg/dl and 79 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.